Event description:
It was reported that prior to implant the devices were interrogated and the battery bar was gray with pre-implant indication. The devices were not used. No patient complications have been reported as a result of this event.